Event description:
During pt use, while connecting to ac power, a "switched to backup battery" alarm occurred. The pt was ambu bagged and switched to another ventilator. No permanent injury was reported in this case. Later, the power pac battery was exchanged by the hosp staff; however, the issue was not solved.

Manufacturer narrative:
Although requested, no pt info was provided.